Event description:
It was reported by the customer that a pyxis anesthesia es system was disconnected and offline in remote support service. The customer added that there were four anesthesia cabinets that did not show two patients when selecting facility search and had delay in treatment for 3 scheduled cases. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. Serial number is not reported in complaint. Per swi, (B)(4).complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4). Complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the station went into offline due to network certificate update issue. A field service engineer updated the network certificate and unchecked the option for automatically connect on all other networks, connected to the proper network to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.